Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient¿s spouse thought the patient should feel stimulation all the time and was advised that stimulation did not have to be felt constantly and that it was ok to increase if symptoms had not improved. The patient had a gush, sat down on the toilet, but could not void anymore. Additional information was received two days later. The patient had bowel/urine leaks and was not feeling stimulation. Additional information was received on 2017-jul-18. The patient was meeting a 50% minimum, had no bowel movements in 48 hours, and had not felt stimulation. Stimulation was increased to 1.8 and the patient felt it in their left leg; it was noted the patient only felt stimulation when they increase then it goes away. Additional information was received five days later. The patient felt stimulation lightly in their leg but it went away; stimulation was reviewed and the patient was advised to make sure stimulation was comfortable. It was noted the patient was meeting the goal of (B)(6). No further complications were reported/anticipated.